Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the zimmon pancreatic stent device of lot number unknown involved in this complaint was implanted in the patient was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zimmon pancreatic stent devices are subject to visual a visual inspection and functional checks to ensure device integrity. It should be noted that the possible instructions for use for zimmon pancreatic stents, ifu0055-4, states the following: ¿intended use: this device is used to drain obstructed pancreatic ducts¿. ¿notes: do not use this device for any purpose other than stated intended use¿. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of off label use was identified from the available information, when the device is outside its stated intended use it may lead to outcomes that were never intended to happen and were never studied. Where the prophylactic use of the device, ¿by using a pancreatic-duct stent to guide access to the bile duct...¿, is not a stated use as per the IFU and therefore has not being tested in a clinical setting. "Spontaneous passage of the stents", as per the intention of placement was for spontaneous passage and so is considered outside of the product's intended use according to the IFU and labels. Summary: the complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Goldberg 2005: ¿pancreatic-duct stent placement facilitates difficult common bile duct cannulation¿. The aim of the present study was to assess the efficacy and the complications of using pancreatic-duct stents for the purpose of guiding difficult common bile duct cannulations. A retrospective review of all ercps performed at our institution from october 1, 2000 to june 30,2004 (1638) was performed to identify all cases in which a pancreatic-duct stent was placed to guide common bile duct cannulation. Charts on these patients then were reviewed to assess cannulation success and complications. In addition, indications for the ercp and previously failed cannulation attempts by outside physicians were documented. By using a pancreatic-duct stent to guide access to the bile duct, cannulation was successful in 38 of the 39 patients (97.4%). Thirty-five patients had successful biliary cannulation at the initial attempt (89.7%), with an additional 3 patients having successful biliary cannulation on the second attempt at a later date. A 5fpolyethylene stent (geenan or zimmon stent is placed into the main pancreatic duct. Internal phalanges of the geenan pancreatic stent are removed with a scalpel before placement to facilitate spontaneous passage of the stent within a few days of the procedure. The zimmon stent is a barbless stent, therefore, no removal of internal phalanges is necessary. An abdominal radiograph is obtained 1 week after ercp to assess for spontaneous passage of the pancreatic-duct stent. If the stent is still in place, an egd is performed to remove the stent. 39 cases were identified where pancreatic-duct stents were placed to aid in common bile duct cannulation. These cases included 10 men and 29 women, who ranged from 18 to 83 years of age. Post-ercp pancreatitis occurred in two patients (5%) and was graded as mild in both. One of these patients had a history of acute recurrent pancreatitis before the ercp. The low incidence of post-ercp pancreatitis in our series may be related to the use of our technique before extensive papillary manipulation and multiple pancreatic-duct injections have occurred. However, it is more likely that the low incidence of post-ercp pancreatitis in our series is related to the use of a pancreatic-duct stent. Conclusions: in cases of difficult common bile duct cannulation, placement of a pancreatic-duct stent as a guide to aid common bile duct cannulation appears to be an effective and safe technique. This complaint was opened to capture off-label use of zimmon pancreatic stent . The stent was used to facilitate biliary cannulation, used for prophylactic use. This file is also capturing the spontaneous passage of the stents, as per the intention of placement was for spontaneous passage, radiograph is obtained 1 week after ercp to assess for spontaneous passage of the pancreatic-duct stent. No adverse effects to the patient as a result of the off-label use.